Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the lines of an unspecified high flow access set. The air in the line was discovered after the baxter infusion pump alarmed an air in line alarm. At the time the air was observed, the pump was infusing penicillin at 200ml/hour to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to adverse event problem. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.